Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs, but the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 14:08:39. During night drain cycle eight, the patient's ultrafiltration reading was 1781ml, indicating the home patient (hp) drained 1331ml more than their maximum programmed fill volume of 1500ml. No additional information is available.